Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1undh, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 12-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the physician used fluoroscopy when implanting the lead but followed an off-label implant procedure by not performing intraoperative lead testing. Post implant, on (B)(6) 2019, they met with the patient due to complaints that their bladder symptoms were not being improved, compared to their baseline symptoms; the patient stated that they had a good response to the therapy during their trial, but had not seen the same results with the implant, and implant was not improving bowel symptoms. The patient had a second programming visit on (B)(6) 2019 where an impedancecheck was done, finding no impedance, and the patient was instructed to try the advanced programs. The patient then had lateral and ap view x-rays of their implant taken on (B)(6) 2019. On (B)(6) 2020 the patient had a third programming visit and noted that they were still experiencing baseline symptoms; their urge to urinate remained strong, they wake to void 3 times per night, and the change their diaper 1-2 times per day. However, it was also reported that they were now self-catheterizing twice daily, but they were not cathing at baseline. Another impedance check was done, and again no impedances were found. It was noted that the healthcare provider was considering doing a lead revision; the surgical intervention was planned, but not yet scheduled. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. On 2020-mar-10, (rep): additional information was received from a manufacturer representative. It was clarified that ¿no impedance¿ meant that there was no issue with the impedance. It was also reported that the system remains implanted in the patient. The healthcare provider was considering a lead revision, but no action had been taken yet. No further patient complications are anticipated or expected as a result of this event.